Event description:
This lead was an attempted implant on (B)(6) 2010. Much difficulty getting good numbers. The physician was dr. (B)(6) at (B)(6) medical center in bronx, ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).